Event description:
It was reported that the patient noticed a brown substance in the patient line during initial drain of peritoneal dialysis therapy on the homechoice device. The patient was connected to the device at the time of the event. The technical service representative assisted the patient with ending therapy. The patient planned to restart therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. The reported issue of particulate matter could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.